Event description:
It was reported that during primary knee surgery, when the clamp was removed from the patient the mechanism snapped closed and green plastic piece broke. Surgery was completed successfully.

Manufacturer narrative:
Internal corrective actions were issued to determine a root cause for the recurring events. The investigation determined the root cause was a design problem. Corrections to design and material changes were performed and are documented in the CAPA file.

Event description:
It was reported that during primary knee surgery, when the clamp was removed from the patient the mechanism snapped closed and green plastic piece broke. Surgery was completed successfully.

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Method & results: device evaluation and results: visual analysis confirmed the reported event. One of the device flippers fractured. The device was manufactured to the g revision medical records received and evaluation: not performed because no patient information was provided. In addition, it is believed patient factors did not contribute to the reported event. Device history review: review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been other similar reported events for this lot ID. The investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use. The exact root cause cannot be determined at this time. (B)(4).